Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer¿s blood glucose level. Customer received a replacement pump with updated software and was given instructions on returning the old pump and steps to follow with the new pump. Customer reverted to an alternative method of insulin therapy.